Manufacturer narrative:
Date sent to the FDA: 11/06/2009. Bowel perforation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that mesh had been placed in 2009, for eventration cure. One week later, the pt suffered from abdominal pains and underwent reoperation. The surgeon noticed that the orc was no longer present. The pt presented a "digestive perforation distant from the threads used for the mesh fixation". Additional event information has been requested.